Event description:
Customer reported device = 38 mg/dl. Lab=83 mg/dl. Pt is currently in the hosp and hosp stay was increased. No treatment was given based on the results. Customer is currently discharged. Controls were in range. A request was made for the return product, however replacement declined.